Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this transmitter was transmitting vitals even though there was no lead wires attached.

Manufacturer narrative:
The device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. However the unit did have signs of fluid at the center case,. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.